Manufacturer narrative:
The customer technical specialist (cts) worked with the customer to determine the cause of the leak. The customer had tried cleaning the probe wipe before calling the technical support line so the cts had the customer bleach and rinse the probe wipe pathway. A startup was performed and passed all specifications, but the customer was still seeing a small drop of fluid on the tube cap. Customer was advised to call service to have the issue completely resolved. The customer agreed to verify the instrument operation after cleaning, monitor for additional problems, and call back for assistance if needed. A bec field service engineer (fse) did contact the customer and determined there was an obstruction in the probe rinse block and had the customer to clean the probe wipe rinse block which resolved the leak. The customer stated the instrument gave an error flag on some parameters on the initial run of the sample, but no flags were generated on the rerun of the same sample. The customer did not consider the results erroneous. Failure mode of this event was probe wipe leaking due to rinse block obstruction. The probe wipe may contain blood and diluent while in operation and cleaner while in shutdown. (B)(4).

Event description:
A customer contacted beckman coulter, (bec), and reported getting liquid on the tube caps after running samples in the closed mode on the coulter act diff 2 analyzer. The volume was reported as one drop and the leak was not contained. The customer was wearing personal protective equipment (ppe), including a lab coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The material safety data sheet (msds) was not reviewed. There is an exposure control plan at the facility. No patient results were affected. There was no death, injury or effect to patient treatment.